Event description:
The nurse was injecting a teenage patient with a prefilled vaccine. The patient complained that her shirt was wet and the nurse noticed the needle stayed in the patient's arm. She carefully pulled it out with her hand.